Event description:
At 1 year post-op, pt presented to the surgeon after working in the garden with no pain but what they felt were funny looking joints. Upon x-ray it was found the implant was subluxed. The size 40 device was removed and replaced with a size 50 device using collateral stabilizing sutures.